Manufacturer narrative:
This report is submitted on august 10, 2023.

Event description:
Per the clinic, the patient experienced an infection which was treated with oral and IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.